Event description:
Customer reported that the pump frequently locked up and required rebooting, additionally noting diminished battery life. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting and no action was needed.